Event description:
It was reported to medtronic minimed that the customer experienced the up button not responding after the pump was accidentally dropped while changing the sensor, and the numbers were ramping or scrolling without user input. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was informed that the pump drop was confirmed, no visible physical damage was noted to the pump, and the device was advised to be replaced. The customer was instructed to discontinue pump use and revert to the backup plan as per health care professional's instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.